Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported a ventilator experienced a blower over temperature alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by the customer and a remote service engineer (rse). The customer reported the filters were removed at the hospital, and the circulation fan is running correctly. The customer reported the device was not in clinical use at the time the alleged malfunction was discovered. There was no patient or user harm reported.the customer called to indicate that the issue was resolved. Multiple attempts were made to follow up with the customer to obtain the repair information; however, there was no response. A supplemental report will be submitted if new information is obtained.